Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high impedance values before the pocket was sutured closed. The physician re-opened the pocket and re-inserted the lead into the header of the implantable cardioverter defibrillator (ICD). The impedance values returned to normal. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.